Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that a wrong implant was opened and dropped accidently. While pt was still under anesthesia, the correct implant was retrieved and implanted.